Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a lead revision on (B)(6) 2016, cautery was used causing the pulse generator displayed - elective replacement indicator - and - end of service trip. After a firmware download the device resumed normal function, the alerts were cleared. No symptoms were reported.